Event description:
It was reported that the device did not power on although the battery was full. No pt injury was reported.

Manufacturer narrative:
During troubleshooting with customer care, the customer tried a hard reset and was advised that the unit will turn on by itself. The unit works fine.